Event description:
It was reported to philips that the system failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred before procedure. The patient moved to other lab before case was started, and it was completed in another lab. Field service engineer (fse) visited the site, and the system generated x-rays but only showed a grey image, regardless of the object. To resolve the problem, fse modified the 24vdc power supply, conducted a loopback test. Fse replaced the detector and return the part for further analysis, and it found voltages down. Panel defect. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.